Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor stopped working. The console and motor were exchanged. Motor MFR # 3003306248-2023-00749.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor stopping and no longer working was not confirmed or correlated to an issue with the centrimag console. The centrimag console was not returned for analysis, and no log files were associated with the reported event. Per additional information, further specific details regarding the console and the event were unable to be provided. The root cause of the reported event was unable to be conclusively determined through this analysis. This investigation will be reopened with further analysis if the console is returned at a later date. The serial number of the centrimag console was not provided. The 2nd generation centrimag system operating manual section 3 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 9 entitled "emergency / troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." No further information was provided. The manufacturer is closing the file on this event.